Manufacturer narrative:
One device was returned for evaluation. Visual and functional testing was performed. Functional testing confirmed the customer's reported problem. The root cause was error code, lcd lens. Error code was cleared, and lcd was replaced.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited last error code 46507, had a scratched lens, and software upgrade was required. The event occurred during testing. There was no patient involvement and no patient harm.